Event description:
It was reported that the treatment record shows arc direction angle treated was opposite from prescribed by approximately 2 degrees. Based on the available information, there was no report of mistreatment.

Manufacturer narrative:
An investigation was attempted by conducting an evaluation of the product and the reported information. The customer was contacted several times for data required to investigate the reported problem. All attempts to obtain additional information were unsuccessful. The issue could not be reproduced and it was not possible to determine if a malfunction occurred with the product. No further action is possible at this time.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.